Event description:
It was reported that within less than three months post implant that the patient had intermittent phrenic nerve stimulation which was not resolved with programming changes. It was also reported that the right atrial (ra) lead appeared dislodged on x-ray and there was inappropriate atrial pacing. The ra lead was removed and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.